Manufacturer narrative:
Concomitant products: product ID 3387-40, lot # j0546569v, implanted: (B)(6) 2005, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3387-40, lot # j0546401v, implanted: (B)(6) 2005, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 7436, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. It was stated that the patient had deep brain stimulation (dbs) therapy for seizure control and had recently started having more seizures. It was further stated that the implantable neurostimulator (ins) was interrogated and was found to be off and, according to the device usage data, had been turned off for several months. It was stated that the ins was then turned on and the amplitude was turned down from 6.5 volts to 3.7 volts. It was noted that the patient¿s healthcare provider had not seen the patient in over a year. It was stated that the device had only been used for approximately 67 of the 485 days since the patient had last met with her healthcare provider. It was noted that the patient did not take care of her system, but the people at the assisted living home did. It was further noted that the patient was living at the assisted living home because she had ¿mental issues.¿